Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to operative notes, "there was copious pannus under and over the metal valve." The mechanical valve was explanted on (B)(6) 2018.

Manufacturer narrative:
A review of the available information was performed. The manufacturing records for the onxace-19 sn: (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. 47 year old male patient implanted with onxace-19, sn: (B)(4), on (B)(6) 2009, required explant and subsequent replacement via aortic valve replacement (onxae-23, sn: (B)(4), aortic root enlargement with patch closure, aortoplasty with bovine pericardium on (B)(6) 2018 (8 years, 4 months postop) indicated for aortic stenosis (possible patient prosthesis mismatch) and dyspnea. Patient also reported to have hiv. Op notes indicate that upon explant ¿there was copious pannus under and over [the valve].¿ the surgeon also remarked ¿I fractured the carbon ring upon removal and found all fragments (x4).¿ also mentioned, ¿there was a small pseudoaneurysm originating from the right coronary sinus (I did not repair this since it is not an issue.) The explanted valve was not returned so no direct pathological observations can be made of the alleged pannus. Whatever the cause of the pannus, the resultant leaflet impingement or otherwise reduced orifice area would result in symptoms (dyspnea) reflective of aortic stenosis. The reported small coronary pseudoaneurysm cannot be explained based on the available information but was merely noted by the surgeon and not repaired as it was ¿not an issue¿. The instructions for use (IFU) identify explantation as a risk factor due to adverse events including thrombosis and pannus [instructions for use]. The frequency of occurrence for pannus is not established and has been reported for the on-x valve only anecdotally (see, for example, han 2015 for an aortic case and abad 2016 for a tricuspid case). However, bonnichsen et al. Reiterate the claim by vitale et al. That thrombosis and pannus are both present in as many as 45% of cases of obstructed mechanical valves (on-x was not evaluated in this particular study)[bonnichsen 2015, vitale 1997] the root cause of the alleged pannus cannot be determined based on the available information. Whatever the cause of the pannus, resultant leaflet impingement or otherwise reduced orifice area would result in symptoms (dyspnea) reflective of aortic stenosis. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to operative notes, "there was copious pannus under and over the metal valve." The mechanical valve was explanted on (B)(6) 2018.